Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys hcg+b (hcg + b) on a cobas e 801 analytical unit. The initial result was 2196 miu/ml. This result was questioned based on the patient¿s previous results, and the sample was repeated. The repeat result was 20.7 miu/ml.

Manufacturer narrative:
Calibration and qc were acceptable. Multiple sample quality-related alarms occurred on the date of the event. Pictures of the analyzer show some crystallization in the sipper stations. The field service engineer (fse) checked the instrument for sample probe or pipetting issues, and no issues were identified. The sample coagulation time was 30 minutes. This time may be short if the patient takes anti-coagulants. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.